Event description:
It was reported that an ilet user experienced hypoglycemia after the system delivered a correction of approximately 25 units following a prior overcorrection for a low, with the user not utilizing meal announcements and noting a history of factory resets that they felt improved glycemic control. Symptoms included hunger and weakness. Outcomes included glucose values as low as 47 mg/dl with time under 70 mg/dl for about two hours, self-treated with oral carbohydrates including soda, juice, and a cookie, without outside assistance or medical intervention. Investigation included collection of a blood glucose questionnaire and education regarding consistent eating habits, correction dynamics, and site changes when prolonged hyperglycemia occurs. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia in the context of algorithmic corrections and user behavior patterns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.